Manufacturer narrative:
Visual and dimensional analysis was performed on the returned delivery system; no stent was returned. The proximal shaft was slightly bent, which may have occurred due to difficulty crossing the lesion and/or occurred during repackaging for return shipment. Pillow/stent marks were visible on the balloon and noted to be located between the markers, indicating that the stent was firmly crimped on the balloon and between the markers prior to dislodgement. Marker bands were located by balloon tapers as specified. The returned device did not exhibit manufacturing deficiencies that could have contributed to the dislodgement. A review of the lot history record (lhr) confirmed that there were no non-conformances related to the reported difficulties. The lot conforms to predetermined specifications and requirements, including crossing profile and stent retention. A review cobra pzf css instructions for use (IFU) las 0114-01, rev. A was conducted. Renal failure and embolization are labeled in the as possible adverse events. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported advancement difficulty and stent dislodgement with subsequent embolization appear to be related to circumstances of the procedure and/or vessel morphology. While the investigator reported that acute renal failure was not related to the study device, the sponsor believes that the acute kidney injury (aki) with pre-renal disease was possibly induced by hypovolemia/ volume depletion, possibly due to the prolonged procedure; it quickly responded to isotonic fluid replacement with improve kidney function. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) male patient with a medical history of, severe coronary artery disease, myocardial infarction in 2007, prior percutaneous coronary intervention (pci) (2007), heart failure with reduced ejection fraction (ef=25%), hypertension, former smoker, and dyslipidemia presented with stable angina symptoms on (B)(6) 2018. Coronary angiography showed significant stenosis in mid right coronary artery (rca) with heavily calcified lesion. The patient enrolled in a cobra trial. On (B)(6) 2018, after performing multiple pre-dilatations in the lesion with a 2.5x20mm balloon (inflated to 18 atmospheres), an attempt was made to cross the lesion via radial access with a 3.0x24mm cobra pzf nano-coated coronary stent system then a 3.0x12mm cobra pzf nano-coated coronary stent system, but each of these devices were unable to cross the lesion and were each withdrawn. The guide wire was switched out for another guide wire, followed by additional lesion pre-dilatation. An attempt was then made to cross the lesion with a 3.0x18mm cobra pzf stent system, but this device was also unable to cross; during withdrawal into the 6fr (brand unspecified) guiding catheter, the 3.0x18mm cobra pzf stent dislodged and remained on the guide wire. Attempts were made to retrieve the stent into the guiding catheter using a balloon, but the retrieval attempts were unsuccessful, and the stent eventually washed out into the periphery. The mid rca was treated via deployment of two 3.0x12mm drug-eluting stents. On the same day, the patient experienced post-interventional acute renal failure, which was resolved (B)(6) 2018 via substitution of isotonic fluid replacement. On (B)(6) 2018, the patient developed a mild rash; heparin medication was discontinued and the patient was referred to general practitioner for further evaluation. Also, due to the highly complex findings, marcumar and asa were started for 9 months, with marcumar as a monotherapy, thereafter. The patient was discharged (B)(6) 2018 with no reported adverse sequelae.